Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the right ventricular (rv) lead. The electrogram noted lead noise and oversensing. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.